Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon indicated that they had the light cord disconnected and had burned through the surgeon's glove. The procedure was completed with no report of injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event was confirmed; surgeons glove during the procedure on (B)(6) 2025 sustained a burn from the schoelly light cord. The surgeon themselves were not burned; no intervention was required.